Event description:
Consumer reports, "while I was brushing my teeth with this toothbrush, it fell apart while inside my mouth. Plastic pieces from the toothbrush flew everywhere. I think there is some damage to one of my teeth."

Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. Heads are manufactured at the following location: (B)(4). (B)(4) heads and bodies are manufactured at the following location: (B)(4).